Manufacturer narrative:
The small grasping retractor instrument was analyzed and found to have dislodged cable crimp. The instrument was found to have the cable crimp outside of its original position. It was not seated inside of the clevis hole. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the small grasping retractor instrument was observed to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there were no observed issues related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. The procedure was completed with a back-up da vinci instrument.